Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was reported that the dilator of the vizigo sheath was broken- the bwi representative clarified that the end broke off. The sheath was replaced, and the issue was resolved. The procedure was continued. No patient consequences were reported. Dilator broken is MDR-reportable.

Manufacturer narrative:
On 11-nov-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-mar-2023, the product investigation was completed. It was reported that an unknown patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was reported that the dilator of the vizigo sheath was broken- the bwi representative clarified that the end broke off. The sheath was replaced, and the issue was resolved. The procedure was continued. No patient consequences were reported. Device evaluation details: visual analysis revealed dilator broken. The dilator issue could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. A device history record was performed for finished device number 60000007, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).